Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Product item number was not reported, no additional information surrounding reported event was received; evaluation of claim can not be carried out.

Event description:
Country of complaint: germany. It has been reported that the resident physician has repeatedly noted redness at the injection site and in some cases, threads coming up when using sutures (cat # c0068597 - novosyn violet). It was reported that the sutures were used for hypodermis. The physician stated he creates 4 knots single-button sutures and uses skin clips during the procedure. After 2-3 weeks the physician removed the skin clips and found pus at the thread site. The physician reopened the wound and took care of the site again. On july 13, 2016, additional information was received that the physician stated that this reported issue has involved approximately 10-20 patients in 2015 and 4-5 patients in 2016. MDR filed that are associated with this reported 4-5 patients in 2016 include: 2916714-2016-00589 (submitted 7/25/16), 2916714-2016-00590 (submitted 7/26/16), 2916714-2016-00591 (submitted 7/26/16), 2916714-2016-00592 (submitted 7/26/16), 2916714-2016-00593 (submitted 7/26/16), 2916714-2016-00631 (submitted 7/26/16), 2916714-2016-00632 (submitted 7/26/16). Additional information regarding the 10-20 additional patients has been requested multiple times. No additional information has been received; therefore, 20 additional med watch reports are being submitted to accommodate alleged 20 additional patients affected in 2015. These include: 2916714-2016-00684, 2916714-2016-00685, 2916714-2016-00686, 2916714-2016-00687, 2916714-2016-00688, 2916714-2016-00689, 2916714-2016-00690, 2916714-2016-00691, 2916714-2016-00692, 2916714-2016-00693, 2916714-2016-00694, 2916714-2016-00695, 2916714-2016-00696, 2916714-2016-00697, 2916714-2016-00698, 2916714-2016-00699, 2916714-2016-00700, 2916714-2016-00701, 2916714-2016-00702, 2916714-2016-00703. This is report 16 of 20.